Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose levels, with a reading of 480 mg/dl. Prior to the hospitalization, the customer delivered several boluses, but was unable to get her blood glucose levels to a normal range. Troubleshooting was performed, and the insulin pump passed the prime and high pressure tests. Found that the customer may have scar tissue at her insertion sites. Advised her to speak with her healthcare professional about the scar tissue. Nothing further was reported.